Event description:
The patient reported that the display screen on the pump is not working. When patient "wakes up" the pump, the screen flashes on and then most of the words disappear. The light flashes on and then the screen is dark. Patient is unable to read the screen.